Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the battery would not last more than an hour. While walking the patient, the end-user witnessed a low battery alarm and took the patient back to the room and plugged in the device. Therapy was never interrupted. There was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the batteries. The unit passed all functional and safety tests and was returned to the customer.